Event description:
Reporter indicated that the pt received high impedance during a systems diagnostics test of the pt's vns while at an office visit. The device was disabled. It is unk if trauma caused or contributed to the high impedance; however, the pt indicated that she falls during seizures. No x-rays have been taken at this time. Although vns replacement surgery is likely, no date has been set at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.